Event description:
It was reported that the fiber cap detached from the fiber at 16,966 joules during a prostate procedure. The cap was retrieved. The procedure was completed with a second fiber. There was no harm to the patient.